Event description:
In 2009, the patient reported that starting about 2 days prior, she has had elevated blood glucose readings up to 522 mg/dl. She stated she did not feel bad when she had the elevated readings. She stated she changed her infusion site from her abdomen to her leg on the event date, and her blood glucose went down to 197 mg/dl by the time she went to her doctor. She said urine and blood tests were done and the results were "fine." She did not eat lunch and by dinner time her reading was down to 48 mg/dl which she corrected by eating. She said her blood glucose levels in the next day were "more normal." She increased her bolus amounts and had a low reading (no value given). She said her readings today were normal until this afternoon when she ate a bowl of cereal and 1.5 hours later her blood glucose was 300 mg/dl. She treated her reading by bolusing and her reading increased to 323 mg/dl. She stated she tested her blood glucose 15 minutes ago and it has decreased to 169 mg/dl. She said there is "condensation" on her insulin infusion set right above where the set connects to the adapter. She stated the condensation is inside and she doesn't think it is air bubbles. This has happened with her last 2 infusion sets. She has not smelled any insulin. She stated her insulin was in her purse for the weekend. She was advised to store her insulin in ice when traveling. Site rotation was discussed with the patient and she was advised to change her adapter after she said it had been "awhile" since it had been changed. The patient was also advised to change her cartridge and infusion headset and if her blood glucose does not improve to switch to her backup infusion device. A courtesy adapter was sent to the patient. On follow up with the patient about one week later, the patient declined any further discussion. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.